Event description:
It was reported that impedances of <(><<)>50 ohms were measured on electrodes 0 and 3. The patient showed no symptoms related to the low impedance and no action was taken. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the outcome was resolved without sequelae (B)(6) 2014.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported etiology was listed as lead, exact cause not indicated. No actions had been taken.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. The main component of the system, other applicable components are: product ID: 3389s-40, lot# v023165, implanted: (b)(64) 2007, product type: lead. Product ID: 3389s-40, lot# v023165, implanted: (B)(6) 2007, product type: lead.

Event description:
No new information was received. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3389s-40, lot# v023165, implanted: (B)(6) 2007. Product type: lead: product ID 3389s-40, lot# v023165, implanted: (B)(6) 2007. Product type: lead. (B)(4).